Event description:
A hospital in (B)(6) reported the following to a fisher & paykel healthcare (fph) field representative: "this set was rt201 lot number 110608 and the small white piece of tubing to take the peep valve was missing. The nurse who found the faulty rt201 did not keep it for investigation." This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). The rt201 adult CPAP inspiratory-heated breathing line is not sold in the USA, but a similar product is sold in the USA. The 510(k) number for the similar product is k983112. The complaint rt201 adult breathing line is not expected to be returned to fph (B)(4) for inspection as it has been destroyed by the hospital. Our analysis is accordingly based on the event description and results of previous investigations on similar complaints. The missing "small white piece of tubing" referred to in the event description is most likely the CPAP extension tube, which is included in the rt201 adult breathing line kit. Each breathing circuit kit consists of a number of components grouped together during production. It is likely that operator error has resulted in the omitted tube. A lot check revealed no other complaints of this nature for lot number 110608. There are standard operating procedures (sops) in place to assist operators on the production line to correctly pack the breathing circuits. This consists of a specific pack card detailing all components required which must be displayed at the packing station. (B)(4).